Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng; inratio: 5.9; lab: 2.8.

Manufacturer narrative:
Per event details, customer was taking amoxicillin for a few days. Inr results (inratio = 5.9 and hospital = 2.8) provided by the customer are excluded from comparison test since they are done more than 3 hours of each other. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. As of today, product is not expected to be returned. End-user's test was done more than three hours apart. Test data is not reasonable to be compared. There is a high possibility that the discrepancies are due to changes in the status of the pt. Pt's condition and medication could affect test results. Further testing is not required at this time. As of 10/21/2009, twenty-two discrepant result complaints were reported for lot #080693 yielding a complaint rate of 0.028%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.